Event description:
It was reported that a small volume infusor was cracked. The location of the crack was not specified. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14f031 was manufactured from june 16, 2014 to june 17, 2014. The affected device was received for evaluation. Visual inspection of the device did not identify any evidence of a crack but did identify malformed housing. The cause of the malformed housing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.